Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl07120 vascular stent graft allegedly experienced failure to deploy and fracture. This information was received from one source. The event involved a patient with no known impact to the patient. The device was used in a (B)(6) year old male patient, (B)(6).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl07120 vascular stent graft allegedly experienced failure to deploy and fracture. This information was received from one source. The event involved a patient with no known impact to the patient. The device was used in a (B)(6) male patient, (B)(6).

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed 1260 - fracture but could not confirm 1158 - failure to deploy. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.